Event description:
Boston scientific received information this patient may have developed a system infection. The system includes a competitive device, as well as boston scientific transvenous right ventricular (rv) and right atrial (ra) leads.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation. Current records suggest that these leads remain implanted at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Additional information indicates that the patient may have developed an infection shortly after this ra lead was revised due to noise on the ra channel. Available information suggest that this ra lead has been explanted, but not returned to boston scientific. This event will be updated if any additional information becomes available.